Event description:
The pt called lfs and alleged the one touch ultra meter was failing the control solution test inaccurately high. The readings ranged from 191 mg/dl to 253 mg/dl, with failure verified by the customer care rep. No symptoms or treatment are noted. The pt contacted a medical professional for advice. New test strips were purchased and the testing was within range. Based on the info supplied by the pt there is indication that the product malfunctioned. The customer care rep replaced the test strips and control solution and return is expected.